Manufacturer narrative:
(B)(4).

Event description:
It was reported that an ¿08¿ error code message occurred on a pump programmer during interrogation of an implanted pump. This was resolved by power cycling the programmer. It was also reported that in the process the programmer gave a message that the pump was stopped, ¿pump shut off for five minutes¿. This was resolved by reprogramming the pump. The drug delivered by the device system was not reported.